Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needles had several issues, including blood splashes occurring "in the sleeve", "the needle sometimes feels loose in the holder", and "a drop of blood runs into the valve" and "needles spontaneously fall off the syringe" after attaching the safety valve. It was also reported that after blood withdrawal, the staff member "pressed the flap onto the needle with the index finger of the prick hand and somehow the flap shot out of the hinge", causing the employee to suffer a needlestick accident. However, there was no medical intervention reported.

Manufacturer narrative:
Bd received photos from the customer facility for investigation. The photos were evaluated, and the customer's indicated failure mode for safety shield separation was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needles had several issues, including blood splashes occurring "in the sleeve", "the needle sometimes feels loose in the holder", and "a drop of blood runs into the valve" and "needles spontaneously fall off the syringe" after attaching the safety valve. It was also reported that after blood withdrawal, the staff member "pressed the flap onto the needle with the index finger of the prick hand and somehow the flap shot out of the hinge", causing the employee to suffer a needlestick accident. However, there was no medical intervention reported.